Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced insulin flow blocked alarm on (B)(6) 2025. Patient was hospitalized for less than 24 hours with high blood glucose (330 mg/dl). Patient also reported symptoms at the time of hospitalization such as vomiting, dizziness, tired and breathlessness. Patient was also tested positive for ketones. Patient received manual injection at the hospital as a corrective treatment. Patient was still in the hospital at the time of the report. No further information available.